Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined via product.. No injury or medical intervention was reported.